Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the error with the customer. The customer reported that during a run, the test cups were not being punched by the seal breaker. The fse instructed the customer to check the retention screws of the seal breaker. The customer found that the retention screws were loose and tightened them. The customer tested the analyzer and verified that the seals were being broken properly. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from install date april 16, 2025 through aware date june 30, 2025. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4224] interference of dispensing nozzle z-axis of main arm cause : there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution : remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to loose retention screws of the seal breaker.

Event description:
A customer reported ¿4224 main arm z-axis limit overrun¿ error on the aia-2000 analyzer. The customer checked the waste chute and it appeared clean with no backup. The customer also rebooted the analyzer and attempted to run a sample, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.